Event description:
It was reported that, the lcd (liquid crystal display) exhibited loss of signal in the middle and at the end of the procedure. The issue occurred several times over the span of 1+ weeks in both screening and diagnostic egds (esophagogastroduodenoscopy) and colonoscopies. The monitor would simply go black. The procedure room staff would unplug the monitor and wait a few seconds before plugging and allow the monitor to boot back up, in order to complete the procedure. The procedure and anesthesia were prolonged by a few minutes, each and were completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, signal was lost during procedures, could not be identified. The root cause could not be identified. The product has not been returned to the repair department, and no further information was available. Therefore, the cause could not be presumed. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable because there is no evidence obtained that the problems are caused by misuse of the user.¿ olympus will continue to monitor the field performance for this device.